Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as a defective flow cell drain valve. The fse replaced the flow cell drain valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous ise (ion-selective electrode) patient results and ise drain overflowing on their unicel® dxc 600 pro instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for five (5) patient samples.